Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Reliability laboratory technician; (B)(4) failure (event) observed during analysis. Analysis found an anomalous integrated circuit component. However, the root cause could not be determined as the failure mode was lost during further testing.